Event description:
It was reported that the patient's vns showed high impedance, and the patient has been referred for full revision. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
D4: lot #: corrected data: initial report inadvertently did not include lot number. H4: device manufacture date, corrected data: initial report inadvertently did not include MFR date.

Event description:
The reported ¿lead fracture¿ was verified in the product analysis lab. The coil was found to be broken. Abraded openings in the inner and outer tubing were found, with the dried remnants of body fluids within the tubing. No other anomalies were found, beyond typical wear/explant-related observations. The coils were stretched and wavy in some locations, likely due to explant. Note that since the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patient underwent full revision surgery. The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.